Event description:
A user facility reported that a fluid leak occurred during the priming of an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) treatment. In the initial reporting, photos and a video were provided as supporting evidence. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The leak did not result in any delayed or missed treatments. A photo was provided marking the location of the leak. According to the provided photo, the leak was coming from the connection of the tubing and the colder coupling of the priming set. No defects were observed at the location of the leak. It was confirmed the xlung kit was inspected for damage prior to use, and no damage was found. To resolve the reported issue, the kit was changed out for a new one. There were no console alarms associated with the reported event. The sample was available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: b5, d4, d9, h3. Plant investigation: the product sample was returned to the manufacturer for physical evaluation. The connection with the coupling had been cut from the tubing set. No abnormalities were observed during visual inspection of the sample. During a leakage test, no leaks were found. The end of the tube was blocked and with applied pressure, and between 0.5 and 0.7 bar, no leaking was detected. No nonconformities were found during review of the manufacturing records. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The extracorporeal circuit, including the pump head, is to be checked for leaks prior to starting treatment. If a malfunction or defect occurs, the product should be replaced. Based on the information available, the described issue could not be confirmed. The provided video shows drops of liquid on the tray beneath the connection, however, a leak coming from the connection is not clearly visible. Furthermore, no leak was observed during functional testing of the returned component.